Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05084. It was reported that the system was explanted due to infection. The physician believes that the infection was related to the device. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.